Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque valve procedure in tricuspid position where three hours post-procedure, the physician went to the intensive care unit (ICU) due to the presence of extrasystoles on the ECG. A transthoracic echocardiography revealed complete embolization of the valve into the right ventricle. The patient was hemodynamically stable and awake. The patient underwent surgery on post-operative day 2, and was reported as to be doing well.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for "valve embolizes into ventricle" was confirmed with empirical evidence from the event description. Available information suggests that procedural issues (suboptimal depth), patient related issues (high papillary muscle, short septal leaflet), or imaging issues (shadowing from asd closure device) likely contributed to the reported event . A device history record review was conducted and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per the imaging evaluation of the procedural tee, there is evidence that the evoque valve was deployed too ventricular (>10mm) on the anterior portion of the septal leaflet, the anterior leaflet, and the anterior portion of the lateral side of the tricuspid valve. Per screening analysis, this patient has a high papillary head on the lateral side. Per the image evaluation, at anchors at 45, there is evidence of the anterior and lateral anchors interacting with chords. Additionally, the septal and anterior sides of the evoque valve were low throughout the procedure and remained low at atrial expansion. Post procedure, the evoque valve was unstable with the lateral side of the evoque valve more ventricular. Therefore, it is likely that the lateral anchors got caught on subvalvular anatomy which pulled the valve ventricular upon deployment, leading to subsequent valve embolization into the right ventricle. Valve settling events such as valve deployed too ventricular may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. The screening process verifies papillary muscle locations for events such as these if diastolic oversizing is not ideal.